Event description:
During evaluation of a returned homechoice device, a high drain 101 (night drain #1) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 10:34:15. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history log as a high drain 101 alarm; however, the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.